Event description:
Pt was undergoing a lap roux-en-y gastric bypass. The stomach pouch was being formed using sequential firings of the 3.5mm staple load when there appeared to be a misfire. However, the staple line was evaluated closely and it appeared to be intact on each side.